Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have one bent grip, and damage was found near the base of the clip groove, causing a 0.043" offset at the tips. As a result, the clip could not be properly loaded onto the grips. The complaint was confirmed based on failure analysis. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not close properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior with no noted damage. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The clips used were weck. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue was resolved using a backup instrument.